Event description:
It was reported that two pts exhibited infections that could be arising from the pin site. Both pts were initially discharged, but re-admitted due to the alleged infections. Both pts required additional antibiotics, one pt underwent a polyethylene exchange.

Manufacturer narrative:
The pins have not been returned to the manufacturer. It was reported that the account re-sterilizes and re-uses the pins. The instructions for use state "use only sterile pins. After usage, discard the pins. To avoid pt injury due to instable fixation, do not reuse the pins. Pins are single-use products." If the pins are returned to the manufacturer for investigation, a follow up report will be filed.